Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported as shortness of breath, cough and reduced lung volumes) that resulted in hospitalization. On (B)(6) 2012 the patient underwent his first bronchial thermoplasty treatment to the lower right lobe. The procedure was completed with no complications. Following the procedure the patient was hospitalized for observation as the fev1 was 40% of baseline (prior to procedure) and for symptoms of asthma aggravation. While hospitalized, the patient received the following medications: IV solu-medrol, atrovent, xopenex, singulair, symbicort, duoneb, and oral theophylline. The patient was released from the hospital on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 3.69, fev1 % predicted: 77.20, fvc: 4.57, fvc % predicted: 77.99; post-bronchodilator, fev1: 3.80, fev1 % predicted: 79.50, fvc: 4.70, fvc % predicted: 80.20. **update (B)(6) 2012** it has been reported that the event of asthma aggravated stopped on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported as shortness of breath, cough and reduced lung volumes) that resulted in hospitalization. On (B)(6) 2012 the patient underwent his first bronchial thermoplasty treatment to the lower right lobe. The procedure was completed with no complications. Following the procedure the patient was hospitalized for observation as the fev1 was 40% of baseline (prior to procedure) and for symptoms of asthma aggravation. While hospitalized, the patient received the following medications: IV solu-medrol, atrovent, xopenex, singulair, symbicort, duoneb, and oral theophylline. The patient was released from the hospital on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator; fev1: 3.69; fev1 % predicted: 77.20; fvc: 4.57; fvc % predicted: 77.99. Post-bronchodilator; fev1: 3.80; fev1 % predicted: 79.50; fvc: 4.70; fvc % predicted: 80.20.

Manufacturer narrative:
(B)(4). MFR name: boston scientific corporation (B)(4). Study source: (B)(4). The device was not returned for investigation. The device history record for the reported batch was reviewed and indicated that the catheter met all specification requirements. A labeling review was performed and revealed no discrepancies. The directions for use list asthma exacerbation as a possible adverse event, therefore the root cause of the event has been determined to be anticipated procedural complication.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4).